Event description:
It was reported that during the pta treatment procedure, the talon balloon dilatation catheter could not be deflated. The device was advanced to the target lesion and inflated two times without difficulty. Following the second inflation to 18 atms, the balloon could not be deflated. The device was successfully removed as a unit with the sheath. No pt injuries or complications were reported. The pt's status was reported as 'good'.